Event description:
In a retrospective (B)(4) study of 260 pts, airway obstruction was noted in cases where rhbmp-2 was used in cervical spinal procedures performed between (B)(6) 2004 and (B)(6) 2009. No info about surgical procedures, levels implanted or specific pt conditions was given. It is reported that sometime postoperatively, dysphasia occurred in one case. The reporter stated that extensive soft-tissue inflammatory response reaction was most likely to occur 2 to 7 days after surgery. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: yaremchuk, et. Al. Acute airway obstruction in cervical spinal procedures with bone morphogenetic proteins. Laryngoscope 2010:000. A review of the device history records cannot be performed without additional device info. Without a return of the device or associated records, it is not possible to ascertain a cause for the reported event.